Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) leaking.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) leaking. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. Attended the site and located the unit to be repaired, dismantled the unit and refitted a new drive manifold assembly performed visual inspection around unit for signs of liquid around the unit everything looks as per normal, verified software comparability and everything looks ok and tested the unit to and manufacture specifications. The unit was returned back to service fully functional.

Event description:
N/a.

Event description:
It was reported that during clinical testing, the cardiosave intra-aortic balloon pump (iabp) leaking. There was no patient involvement.